Event description:
It was reported by the prestataire that while charging the omnipod personal diabetes manager (pdm) the patient got an electric shock which caused the patient to fall to the floor, lose consciousness and reportedly urinate. When she got back up and inspected the pdm again the issue report happen again. The patient is currently using her back-up pdm. Attempts have been made to contact the patient to obtain additional information and clarify the event. Follow up attempts have been unsuccessful.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported electric shock. Lot release records were reviewed and the product lot met all acceptance criteria.